Event description:
User facility medwatch report received that states "patient was being treated for stroke. Post stroke, patient demonstrated cerebral vascular spasms, which required direct fusion of the vessels. A catheter was introduced through the right femoral artery and fed to the cerebral vessels. Following removal of the catheter, the vessel was sealed using the abbott starclose device. Patient had received multiple treatments during treatment and had received 4 or 5 similar catheterizations throughout the week. Patient was again catheterized through the right femoral artery. At this point, several starclose devices were already present in the vessel. A merit medical 4fr 10cm introducer was used. During catheterization, the introducer rubbed against the starclose devices, removing a piece of the introducer tip. The broken piece was retained in the artery. Patient received additional surgery to remove the retained foreign body. The broken piece was removed without incident."

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reported, the access site was re-punctured through previously placed starclose se clips thus contributing to the reported interaction and damage to the introducer sheath. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional starclose device referenced is filed under a separate medwatch report number. Attachment: user facility medwatch report (B)(4).